Event description:
Event: placement of stent in graft. Event details: due to tortuousity in the left common iliac, a lunderquist wire was used during the procedure. A 90 degree rotation was observed in the graft. Due to reduced blood flow in the left limb, two wall stents were placed in this limb. The graft was successfully implanted.